Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced issue of infusion set occlusion on (B)(6) 2024. The flow blockage was located at the site. No further information available.